Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on 10 oct 2019. During the left knee revision operation on (B)(6) 2018, the surgeon indicated after the cement was prepared and mixed with tobramycin antibiotic, the cement was hardening too fast. Four depuy cement products were used during the revision operation. It is indicated that at least two of the cements were hardening too fast. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. The complaint states: "medical records received on (B)(6) 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. During the left knee revision operation on (B)(6) 2018, the surgeon indicated after the cement was prepared and mixed with tobramycin antibiotic, the cement was hardening too fast. Four depuy cement products were used during the revision operation. It is indicated that at least two of the cements were hardening too fast. Dor: (B)(6) 2018 left knee" the retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿(B)(4) retest results.pdf¿). 8528905 (page 1) mean dough time: 0 min 44sec mean setting time: 9min 56sec mix characteristics: firm handling characteristics: firm 8554716 (page 2) mean dough time: 0 min 45sec mean setting time: 10min 00sec mix characteristics: firm handling characteristics: firm the reported failure was not repeated in the testing of the retained samples of this batch. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause can be determined from the results of this testing as user error due to the addition of external material (tobramycin). IFU-0630131 for this product was reviewed and the use of the bone cements is contraindicated in the presence of active or incompletely treated infection, which could involve the site where the cement is applied. The IFU also contains the warning statement ¿additives (such as antibiotics) are not to be mixed with smartset hv, smartset mv endurance, depuy cmw 1, depuy cmw 2 and depuy cmw 3 bone cements, as this will alter the cement¿s properties.¿ conclusion and further action: root cause can be determined from the results of this testing as user error due to the addition of external material (tobramycin) in contradiction to the instructions for use. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> 8528905 4 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 april 2019.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: d7 the previous explantation date ((B)(6) 2018) reported is being retracted as this is only an event occurred during revision. H6 patient code: no code available (3191) used to capture the insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.